Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. No unexpected power loss alarm noted on download history. The sleep current test within specifications. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratches on lcd window.

Event description:
It was reported that the customer had a power loss alarm on the insulin pump. Customer received multiple alarms when the battery was out for less than 10 minutes. Customer's blood glucose was 157 mg/dl. The alarm persisted after a battery change. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.